Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that prior to implant of right ventricular lead it was noted that the helix was partially out and also appeared slightly bent. Upon being retracted the helix deployed again spontaneously. A new lead was implanted successfully. Patient condition was stable.